Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the patient's ventricular fibrillation (vf) "lasted for about two minutes and the implantable cardioverter defibrillator (ICD) did not discharge." The cause of death was cardiac arrest.